Event description:
It was reported that the device's charge button failed. There was reportedly no patient involvement.

Manufacturer narrative:
The manufacturer's authorized field service engineer (fse) evaluated the device and did not confirm the reported problem. Although no fault was found, this will be documented as a malfunction that occurred due to lack of personnel training on how to properly use the device, the fse provided training. The device remains at the customer site and no further evaluation is warranted at this time.